Event description:
During a laparoscopic cholecystectomy, the clips were not closing all the way. Some clips are tear dropped shaped. Surgeon was squeezing applier down all the way. The device was used to complete the procedure. There was no consequence to the pt.